Event description:
It was reported that when the edi catheter was removed from the patient, it had cracked. The lower part of the edi catheter was hanging together with help of a string electrode. The hospital further reported that on the day of the incident the patient developed an acute gastric hemorrhage and died later. The hospital cannot at this time exclude whether the edi catheter was contributory to this incident. (B)(4).

Manufacturer narrative:
The investigation has commenced. Further information surrounding the event has been sought. A supplemental medwatch will be provided after investigation. (B)(4).